Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to discharge.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to faulty test port pins. It's important to note that this type of problem does not meet our requirements for submission of a medwatch report. It only impacts the self-test and would not prevent the device from discharging clinically. Analysis for reports of this type has not identified an increase in trend.